Event description:
It was reported that during an unk procedure the device did not form staples. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).